Manufacturer narrative:
A DHR review was performed and did not reveal any issues that may have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. The physician has speculated the increased gradient may be a result of patient prosthesis mismatch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years, 6 months post successful valve in valve tavr, a sapien 3 valve within a pre-existing surgical valve, the patient presented with increased gradient. Both valves were explanted and replaced with a new surgical heart valve. The patient tolerated the procedure well. The physician isn't completely sure why the patient experienced high gradients, it may have been due to ppm. Of note, the leaflets of the explanted s3 valve looked ok, they didn't appear thickened, calcified, or deteriorated. Medical records were received for review. The patient was initially followed in the achd clinic with worsening of their ava down to 0.7cm2 and mean gradient up to 40mmhg. Surgery was recommended at that time, but the patient declined due to family and personal issues. Unfortunately, the patient had not returned for follow up over the next 6 months until early april 2019, when they came to the clinic with significant worsening severe as with syncope and sob. A repeat echo at the time revealed worsening ava at 0.5cm2 and likely progression to low-flow, low-gradient severe as with peak velocity at 3.8m/s and mean gradient 38mmhg with now severely dilated (lvidd 6.4cm) lv with severely reduced function at 15%. Given the patient's symptoms and worsening lvef, they were admitted and subsequently underwent a tavr valve-in-valve with the 26mm sapien 3 valve. The patient did well and was subsequently discharged 2 days later with a lifevest. The patient was last seen in the heart failure clinic in may 2021 and they denied symptoms. Over the last several months, the patient has struggled with shortness of breath and fatigue. The patient was riding their bike, became numb and felt their defibrillator discharge several times. The patient denies losing consciousness and did not fall off their bicycle. The patient endorses poor appetite, orthopnea, and pnd over the last several weeks. Denies fever and cough. They are anxious and concerned about bluetooth devices, the patient believes are provoking sensations in their chest. Echo at the time showed severe bioprosthetic aortic valve stenosis. A dilated hypertrophied left ventricle with severe depressed systolic function was noted. The physician recommended low dose dobutamine study to assess contractile reserve in (B)(6) 2021, the patient was admitted with acute on chronic heart failure due to valvular disease, aicd shocks that appear related to svr while riding their bike, and severe as. Aortic valve peak gradient 45mmhg, mean gradient 30mmhg, ava index 0.55cm2, at/et = 0.35, aortic valve acceleration time = 100ms. Aortic valve area 1cm2. The prosthetic aortic valve is well-seated. At the time of the valve explant, the tavr valve leaflets seemed ok. The tavr stent was partially embedded in the aortic wall. Both valves were removed. Annulus debrided. The surgical valve was implanted with continuous suture technique. Cardiac function preserved post bypass with no new wall motion abnormalities.